Event description:
It was reported that the patient presented remotely via merlin.net transmission on (B)(6) 2017. The cardiac resynchronization therapy defibrillator exhibited premature elective replacement indicator (eri). Upon interrogation, the device had reached eri on (B)(6) 2017, several weeks before the implant date. The device also exhibited battery data anomaly, due to unknown reasons. The patient was stable before, during, and after the device interrogation and will continue to be monitored. No further information is available.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to the hybrid. The cause of the premature battery depletion was due to excess current on the hybrid.

Event description:
New information available on (B)(6) 2017 reveals that the device was explanted and replaced on (B)(6) 2017 due to premature battery depletion. The device also exhibited battery data anomaly, due to unknown reasons. Upon interrogation at the changeout, the device read that elective replacement indicator had reached on (B)(6) 2017 a different date than (B)(6) 2017, which was previously read by the device. The patient was stable before, during, and after the changeout procedure.